Event description:
It was reported that the patient was experiencing pain at the ipg site. The battery was slightly protruding and there was bruising near the edges of the generator. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted.